Manufacturer narrative:
Additional information provided in d.10., g.1., g.2., h.3., h.6., and h.10. Cassette 1: the lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue for this lot. The device history record shows the product was released per specifications. Cassette 2 : the lot complaint history was reviewed, this is the third complaint for the finish goods lot; however, the first for this issue for this lot. The device history record shows the product was released per specifications. The returned samples were visually and functionally evaluated on a calibrated console. Inspection of the samples found no obvious defects that would have contributed to the reported event. The cassettes were tested on a console, primed and tuned with the ultrasonic hand piece successfully and could achieve maximum vacuum. No system message was generated during functional testing. No fluid or air leaks, and no cracks were observed from the connectors. The irrigation and aspiration flow rates were measured and found to be within specifications. Fluid flowed from the bss bottle through the irrigation path continuously, no fluidic anomalies were observed. No occlusion or obstruction was identified during inspection and functional testing. The root cause of the customer's complaint could not be established as the returned cassettes were evaluated and met specifications. After investigation of this complaint, it has been determined that the samples functioned per specifications; therefore, no corrective action is required at this time. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the aspiration ceased to function during ultrasound phase of a cataract procedure. This occurred consecutively with two cassette packs in the same procedure. The procedure was completed after replacing the product with the third one. There was no harm to the patient.